Manufacturer narrative:
Internal reference: 122685. Facility declined to provide patient information. No information available. The implant or explant dates are not applicable to this device. State/prefecture is (B)(6). Do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.

Event description:
This case was reviewed and investigated according to the manufacturer¿s policy. It was reported during a planned diagnostic peripheral procedure, inside the body, while passing through the lesion the image was lost. Another of the same product was used to successfully complete the procedure. There was no patient injury. Additional information provided per the customer complaint form indicated no part was damaged and no detached parts observed on the device after removal from the patient. The returned device was visually and microscopically inspected. The proximal fillet and scanner were damaged. A portion of kapton was lifted near the seam seal, the backing material beneath the lifted kapton was exposed, no missing backing material or kapton material observed. The probable cause of the damage could not be determined during the investigation. However, strain, impact, and forces associated with use can affect the integrity of the device. It could not be determined when the damage occurred. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This product problem is being submitted because the manufacturer¿s returned device had rough edges. There is a potential for harm if the malfunction were to recur.